Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was return with an unknown rotawire (ncpr 19914431) within the device. Visual inspection of the device found that there were numerous kinks to the sheath. The rotawire was able to be removed from the device with resistance due to rotapro device damage. Microscope inspection of the device found that at 45.2cm distal from the strain relief, the sheath was torn apart. At 45.2cm distal from the strain relief, for a length of 11mm, the sheath was worn. At 49.7cm distal from the strain relief, for a length of 26mm, the sheath was worn. At 47.5cm distal from the strain relief, for a length of 16mm, the coil was stretched.

Event description:
Based on device analysis completed on 11apr2025. It was reported that the device could not cross the lesion. The 79% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.25mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the device failed to passage the lesion. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the sheath was torn apart at 45.2cm distal from the strain relief.